Event description:
Customer reported multiple occlusion alarms, but no specific alarm numbers were verified in the pump history. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer cleared the alert and resumed insulin. Frequent and recurring occlusion issues were noted, and cts arranged for follow-up assistance.